Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the guidewire was stuck in the lead body at implant. Several attempts were made to remove it from the lead, but it eventually broke. The physician elected to leave the lead implanted with the broken portion of guidewire in it.